Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the ¿caretaker has been changed¿. The peritonitis was manifested by cloudy pd fluid. The same day as event onset, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal (ip) injection amikacin (500mg, once a day for 14 days) and ip injection vancomycin (1 gram, every third day for 14 days) for peritonitis. Dianeal therapy was ongoing. The patient was discharged four days after hospital admission and the same day, the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.